Event description:
Healthcare professional later confirmed no complaint against the left side device. The record is no longer deemed reportable to the FDA and is being un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1; b2; b5; h1; h6.

Manufacturer narrative:
Clarification to h10 related report numbers: in response to FDA report number: mw5168521, mw5168522, mw5168523, mw5168524. The events of "fluid discharge" and "seroma-late" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "random fluid accumulation and leakage."

Event description:
Patient reported the following events via sus voluntary medwatch: "persistent fluid buildup in and around my breasts", "burning, stinging, and leaking sensations from my breast area and chest", "skin rashes and painful inflammation spreading through my chest, neck, and arms", "chronic swelling, discomfort, and sharp pressure", "pain", "asymmetry and implant displacement causing both physical and emotional distress", "episodes where fluid seems to release or 'burst' through my skin", "severe anxiety", "significant mental and emotional anguish despite undergoing countless appointments, tests, and referrals", "I learned about breast implant-associated anaplastic large cell lymphoma (bia-alcl)", "potential for undetected lymphoma remain in my body", "severe, persistent breast swelling and asymmetry", "implant malposition (one implant has dropped, one elevated)", "spontaneous fluid leakage and drainage", "breast pain (burning, stinging, shooting)", "tightness and severe skin sensitivity", "chronic breast and chest area rashes", "skin burning sensation and noticeable redness", "neurological symptoms including tingling, nerve pain, and radiation of pain into neck and arms", "severe, random fluid accumulation and leakage which I have felt burst through my skin without injury", "inexplicable skin reactions", "burning", "discoloration", "peeling", "lesions", and "uncontrollable anxiety, panic, and distress". Patient also reported the following events, which are not device-related: "chronic fatigue", "debilitating fatigue", "fatigue that is relentless and worsens over time", "depression", and "weight loss". The device was removed and exchanged with allergan implants. This record is for the left side tissue expander that was implanted following the patient's second reconstruction. The patient has indicated they have not been diagnosed with bia-alcl.